Event description:
It was reported that pump power button was faulty and required very hard pressing to turn pump on or off. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.